Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized bench. The philips authorized service provider (asp) tested the unit and verified the seat part of the speaker was torn and there was an abnormality in the way of the sound. The asp reported the sound as distorted and replaced the speaker foil to return the unit to working specification. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker foil. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Reporting address line 1 (B)(6). D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported there was a speaker seat tear. It is unknown if the device produced sound at the time of the report. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized bench. The philips authorized service provider (asp) tested the unit and verified the seat part of the speaker was torn and there was an abnormality in the way of the sound. The asp reported the sound as distorted and replaced the speaker foil to return the unit to working specification. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker foil. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time. Additional information was received verified the seat part of the speaker was torn and there was an abnormality in the way of the sound. The asp reported the sound as distorted. As per the definition of non-reportable, a speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated.